Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter and leaving it plugged into a working outlet for the recommended duration. There was no adverse impact to the customer¿s blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.